Event description:
Device malfunction: none. Symptoms/ae: intraparenchymal hemorrhage/fractured humerus secondary to fall. Time of symptoms/ae: one day post procedure. It was reported that one day post a right internal carotid artery rx acculink stenting procedure, the pt experienced a fall associated with a left occipital and left temporal lobe intraparenchymal hemorrhage and a fracture of the humerus. Unspecified medication was administered and arm pain stabilized. The cause of the fall is unk. Though requested, no add'l info has been provided.

Manufacturer narrative:
Evaluation summary: the stent remains in the pt. There was no device malfunction reported and no product quality discrepancies reported during inspection prior to use. Info available in the case description was not sufficient to determine a relation between the adverse pt effects and the device. Hemorrhage is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
Internal file number: (B)(4).

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the patient was discharged to a rehabilitation hospital.